Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor). It was also reported that the pump rewinding again and again. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the alarm however was not able to rewind the pump. Customer mentioned that the pump was not exposed to high magnetic field. Low battery alert was found from history. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion, force sensor, occlusion test, self test, sleep current measurement test and active current measurement test. All currents within spec range. No unexpected pump error noted. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. However, motor drive error (43) was found in history file on (B)(6) 2025 08:05:51.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and motor assembly noted. ¿ the pump was received with minor scratches on lcd window and scratched case. Battery cycle 1.0 received the low battery alert (104) on 08/08/2025 17:18:00 after more than 7 days at 9.27 days. In summary, customer alleged charge battery lasts less than expected not confirmed. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump error 43 confirmed in history file due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.